Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android omnipod software app version: 3.1.6 operating system: bp2a.250605.031.a3.s901u1ues9gzb4 hardware: sm-s901u1 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) , 2026, the patient experienced elevated blood glucose levels after less than 24 hours of pod wear. Blood glucose was reported to have increased to 387 mg/dl despite administering a correction bolus dose. The patient developed symptoms including hypothermia, profuse sweating, nausea, vomiting, and blood in his urine and stool, prompting him to seek medical attention. He was subsequently transported to the hospital via ambulance and admitted with a diagnosis of diabetic ketoacidosis. Treatment during hospitalization included vitamins, nutrients, potassium and magnesium infusion. At the time of reporting, the patient remained hospitalized, with an anticipated discharge date of (B)(6) , 2026. No further details were provided despite multiple good-faith efforts for additional information.